Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's receptacle connector was loose. The latch was open on the lcd200 causing the monitor not to power on. The root cause for the loose connector could not be positively identified. No adverse event resulted from the damaged monitor.